Event description:
Caller states during a correlation study, the following coaguchek system/lab results were obtained. Patient 1: 6.8 inr/4.2 inr. Patient 2: 6.4 inr/4.2 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.